Event description:
It was reported by the surgeon that during a custom distal femur replacement procedure the implant that was provided seemed to be of standard size. This was not made clear to the surgeon by the design team.

Manufacturer narrative:
The device that was designed and manufactured was approved by the surgeon. The patient was being revised from a mets small and the new implant was of standard size. This was not clearly defined to the surgeon so he was unaware that a standard sized implant was being used. For the trailing he had small trials ready, which meant he could not trial as accurately. He was not concerned about this and was able to implant the component successfully, however wasn't happy the information wasn't communicated. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets smiles total knee replacement (k121029).

Manufacturer narrative:
Upon investigation email correspondence between the design office and the surgeon showed that the surgeon was aware of the implant and approved the design proposal. This is therefore a non-valid complaint. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrected data: distal femur implant corrected to limb salvage system implanted date corrected from (B)(6) 2013 to (B)(6) 2013.

Event description:
It was reported by the surgeon that during a custom distal femur replacement procedure the implant that was provided seemed to be of standard size. This was not made clear to the surgeon by the design team. This is a supplemental report to 3004105610-2014-00148 (siw-(B)(4)).